Event description:
Admitted for chest pain in 2003 and had stents (4) implanted. Discharged home 2 days later. Went to bed the following night and woke up saying they had chest pain and arm numbness. The 911 was called and pt became pulseless in e.r. And expired after midnight.